Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent a canine c-section procedure on (B)(6) 2018 and suture was used. On (B)(6) 2018, the animal experienced post-operative suture breakage.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.